Manufacturer narrative:
23-10-2025 complained product received - user handling was identified as root cause for the complaint.

Event description:
Toothbrush head is lose and easily comes away from the main body when brushing - oral-b [device breakage]. Case narrative: consumer e-mail stated that toothbrush head is loose and easily comes away from the main body when brushing. No injury was reported. Follow-up: concomitant product start date updated. Follow-up: suspect product updated. Follow up: 22-oct-2025- product investigation result: conclusion code others, 'no manufacturing cause' and 'no design issue' identified based on investigation. Suspect changed from refill to handle based on investigation results.